Event description:
Procedure type: whipple. According to the reporter: the device was used on a stomach procedure 3 months ago. The patient had stomach pain. When the surgeon checked the patient, he found 2 parts of staple in a hidden small fistula on the stomach. He decided to re-operate to correct the issue. When he checked the staple line, 2 part of staple were not in the proper b-shape.

Manufacturer narrative:
(B)(4).